Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and would receive a replacement pump with updated software. Tandem technical support completed the necessary paperwork on behalf of the customer and instructed them on the process for returning the faulty pump.